Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling, or other issues. The instructions for use (IFU) states the following regarding inspection of the endoscope: "chapter 3 preparation and inspection: 3.2 inspection of the endoscope- inspection of the endoscope. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to the holes in the forceps channel, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of normal state due to extension of the angle wire, probe cable inside the curved tube covered with water (moisture adheres) due to perforation of the forceps channel, curved rubber adhesive cracked, water contact insufficient due to deformation of the air supply/water supply nozzle, scratches on objective lens and not enough adhesive in the screw holes on the tip cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera ultrasound gastrovideoscope leaking at the forceps channel. Upon inspection and testing of the customer returned device, the device tip fixing screw adhesive was found peeling and gap in the tip adhesive part or dirt entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.